Event description:
During the product evaluation by a baxter service technician, a flo-gard infusion pump was found to have force sensing resistors (fsrs) out of range. "This condition had the potential to interrupt delivery". This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of force sensing resistors (fsrs) being out of range was determined to be due to defective force sensing resistors. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Review of service history revealed no failures/problems that were the same as, or similar to the current difficulty and there was no indication service process caused or contributed to the reported difficulty. If any additional information is received, a follow up MDR will be sent.